Event description:
It was reported that the patient experienced a low blood glucose of 50 and was advised by a sales representative to contact clinical management for a target range change; glucose was treated with oral carbohydrates. Symptoms included hypoglycemia, though the patient reported no perceived hypo or hyperglycemia sensations. Outcomes included no health consequences or impact. Investigation included communication with the patient¿s family and analysis of the information provided by the user or third party. Investigation of this case revealed no findings available, and device-related details and component involvement could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.